Event description:
Facility reported that device was in use for administering oxygen pre-surgically. It was noted during procedure that oxygen tubing was occluded. Facility reported that the patient suffered no adverse effect from the alleged event.